Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout, there was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia machine was investigated by our field service engineer on site. The double channel plate was found to be defective and was replaced to resolve the issue. After the replacement, the device passed the system checkout, performance and safety tests according to factory specifications and was returned to the customer for clinical use. The replaced part was not returned for investigation, it was kept by the customer. The evaluation of the provided logs confirms the reported failure. The logs shows that the system checkout failed the pressure transducer test due to the measured zero pressure offset value for the reflector pressure transducer was outside the allowed limit (±300mv from factory calibrated value). The double channel plate contain fresh gas channels, valve stems and valve seats for vaporizer inlet/outlet valves and bypass valves. There are also four silicon sealing that are mounted on the docking for the vaporizer inlet/outlet valves and one silicon bypass channel sealing. The double channel plate is mechanically connected to the vaporizer valve block and each valve stem is hooked onto its corresponding actuator. According to the field service engineer replacement of the double channel plate solved the issue. However, the root cause of the failure has not been determined by this investigation since the part was not returned.

Event description:
Manufacturers ref: #(B)(4).